Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "black particle" (foreign body in pt). Product problem(s): "foreign material" (foreign material present in device). The customer reported at the start of the procedure a blue particulate / fiber entered the eye; the reporter stated that the foreign material was removed and the procedure was completed. There was no impact to the pt. Additional follow-up info has been requested.